Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the right crossbrace does not align with the front seat guide.